Event description:
I had an ideal breast implant that deflated. It was placed in right breast as part of reconstruction post cancer in (B)(6) 2017. In (B)(6) 2022, the implant on the other side had ruptured and needed replacing. Are there problems with this manufacturer? Am I the only one to experience two faulty implants placed at the same time? My surgeon would know I suppose. Reference report #mw5117286.